Event description:
It was reported that a patient underwent a lateral episiotomy on (B)(6) 2011 and suture was used. On (B)(6) 2011 the wound opened. The suture was separated from the skin but was not broken. The surgeon treated the patient with microwaves and ceftiofur sodium injection. Now the patient is getting well.

Manufacturer narrative:
(B)(4). Representative samples were evaluated. They were visually examined and the needle met specification. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.